Manufacturer narrative:
(B)(4). The sample has been received for evaluation but has yet to be completed. A follow-up report will be filed if additional information is received.a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A representative contacted baxter (B)(4) regarding damage with a minicap transfer set. It was noted that the main body of the transfer set was broken after using it for one week. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for damage in a transfer set was confirmed during the sample evaluation; however, no root cause could be determined. One use set with cap on dark blue connector and no cap on patient connector was received for evaluation. Visual inspection performed with the following issues noted: broken occlude feet and cracked main body. Visual inspection noted no whitish spot on the occluder leg that would indicate possible over-torquing. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with the following issues noted: broken occlude feet and cracked main body.